Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your insulin pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 200 mg/dl and a bolus was delivered to address bg. Pump system check was performed with tandem technical support and the pump time was found to be incorrect. Cause of incorrect time was not reported; however, customer reported pump was working as intended.